Event description:
The user facility reported that the loaner automated impella controller (aic) returned from field for functional check and when turned on a flickering screen was observed. This issue happened at the manufacturing site.

Manufacturer narrative:
The investigation into the reported aic - display issue" has been completed, however, the device failure was not reproduced during testing. Because screen flickering can be caused by both the 4-in-1 and lcd screen, and this failure mode happened in emfg, both will be replaced as a precaution. During data analysis, there was nothing in the logs that indicate the screen flickering. The cause of the issue was not determined since failure was not reproduced.